Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 298 mg/dl. Customer report other blood glucose values were 290 mg/dl, 220 mg/dl, 399 mg/dl. The customer experienced symptoms such as nausea, dizzy and lightheaded. Customer report they did not allege pump was under delivering. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).